Event description:
Had cervical disc replacement, two levels (c5-6, c6-7) with nuvasive simplify discs. Developed severe osteolysis and now having to have them removed and a corpectomy/fusion to fix. FDA safety report ID# (B)(4).